Event description:
Caller reported aviva blood glucose results: 0848, 269 mg/dl 0849, 106 mg/dl 0850, 115 mg/dl reported no adverse event relative to discrepancy. A request was made for the return of the meter, strips, and controls, replacement sent.

Event description:
Boston scientific crm received information that this implantable cardiover defibrillator (ICD) was explanted due to battery status at elective replacement indicator (eri). There was a concern that the battery had depleted earlier than expected. There were no adverse patient effects reported.